Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1300903) indicated that the mynx device met all established performance criteria prior to shipment. Balloon pull through was caused by a longitudinal tear on the balloon resulting in a loss of pressure. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician attempted to shuttle the sealant down when the balloon came out of the sheath. The sealant was not deployed. The patient was converted to manual compression for 20 minutes at which time hemostasis was achieved. No further information is available.